Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but it delivered sideways. The lens was partially in the cartridge and the eye. There was no patient injury. The surgeon indicated that the cause may have been due to the technical error. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.